Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was unknown at the time of the incident. Customer stated that pump lost battery overnight. Customer declined to troubleshoot the battery issues and blank display screen. Customer advised to monitor and call back if issue continues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. (B)(4).